Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2023-02633. It was reported that the patient presented in clinic for follow-up. Upon review, the atrial lead exhibited over-sensed noise leading to inappropriate automatic mode switch and a sudden decrease in battery longevity was noted on the pacemaker. The atrial lead was capped and replaced on (B)(6) 2023. The pacemaker was explanted and replaced. The patient condition was stable.